Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('misplaced essure/migration of a birth control device into one of her tubes/the left tube appeared to have the essure coil visible through the visceral peritoneum, not completely perforating the tube yet.'), small intestinal perforation ('after gynecological surgery with abnormal CT scan of the abdomen/intra abdominal abscess caused by small bowel perforation.') And peritoneal abscess ('after gynecological surgery with abnormal CT scan of the abdomen/intra abdominal abscess caused by small bowel perforation.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, umbilical hernia repair, nausea, vomiting and trachelectomy. Concurrent conditions included keloid scar, abnormal uterine bleeding, pelvic adhesions and vaginal hemorrhage. Concomitant products included amoxicillin;clavulanic acid (augmentin), docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) and metoprolol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, small intestinal perforation (seriousness criteria medically significant and intervention required), peritoneal abscess (seriousness criteria medically significant and intervention required) and post procedural complication ("after gynecological surgery with abnormal CT scan of the abdomen/intra abdominal abscess caused by small bowel perforation."). The patient was treated with surgery (open laparotomy,oversewing of small bowel perforation,drainage of abscess on (B)(6) 2018 and robotic supracervical hysterectomy and salpingooophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, small intestinal perforation, peritoneal abscess and post procedural complication outcome was unknown. The reporter considered embedded device, peritoneal abscess, post procedural complication and small intestinal perforation to be related to essure. The reporter commented: suspected essure perforation of the tube. The left tube appeared to have the essure coil visible through the visceral peritoneum, not completely perforating the tube yet. The following day, she continued to not be doing very well, was unable to keep things down p.o. With a fair amount of dry heaves and nausea and vomiting. Patient therefore underwent a 2nd CT scan to rule out any changes. It continued to show a fair amount of mesenteric stranding and inflammation associated with that ascending colon, in kind of the right mid upper abdomen, and not much else in the way of. Significant changes: operative report surgery date: (B)(6) 2018. Preoperative diagnosis: abdominal pain after gynecological surgery with abnormal CT scan of the abdomen. Postoperative diagnosis: intra abdominal abscess caused by small bowel perforation. Operative procedure: exploratory laparoscopy converted to an open laparotomy, drainage of intraperitoneal abscess, oversewing of small bowel perforation, and mobilization of the hepatic flexure of the colon. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: certainly r an occult injury to the bowel is a possibility here given that she did have some adhesions taken down to the anterior abdominal wall. Findings: upon putting the patient asleep, a large inflammatory mass was palpated in the right mid abdomen where the findings on CT scan were noted. Upon laparoscopy, there were significant amounts of inflammation and induration and peel over an area in the mid abdomen. After some mobilization of some of these adhesions, there was finding clearly of some sort of succus leaking, indicating a perforation of the intestine of some sort. Upon entering the abdomen through a midline abdominal incision, it was eventually determined to be a small hole in the mid small bowel which had become sealed down in the deep mid abdomen by a large portion of omentum, the surrounding small bowel loops as well as the mesentery of the transverse colon to the right side of the abdomen. Mobilization of hepatic flexure was done to ensure no injury was done, and there appeared to be chronic inflammatory changes associated with the hepatic flexure. Also a cyst was noted in the right ovary, appeared to possibly be hemorrhagic.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-sep-2021: mr recived. Previously added event medical device removal was updated to embedded device. New event added: small bowel perforation, intraperitoneal abscess and pelvic pain. Removal surgery names were added. Dob updated. Concomitant drugs, concurrent conditions, medical history and lab data, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.